Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, after the patient returned to the ward, the icp could not detect the microsensor. The physician noticed that part of the inner white wire was exposed outside. The physician used it only ans an external drain without the pressure readings. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The catheter was received in a drainage tube and catheter exposed outside of the tube. The internal wires are stretched and wavy inside the drainage tube. The film over the sensor area that is not part of the manufacturing process. No testing was possible. A review of quality records for both the finished good and the component found no discrepancies. Based on the results of the investigation, the reported issue was confirmed. The root cause of the problem stated is mishandling of the catheter. No further investigation or corrective action is anticipated.

Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.